Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned.

Event description:
It was reported that the patient was hospitalized due to a diabetic ketoacidosis and positive ketone bodies. The patient had a loss of consciousness, was dehydrated, had excessive thirst and suffered from dizziness, vomiting and blurred vision. The used cannula was found to be bent. The patient had to stay in the intensive care unit for three days. The customer was transferred to another hospital and now uses an ac spirit combo insulin pump with steel needles from the hospital. The customer's blood glucose level decreased immediately.

Manufacturer narrative:
The lot number of the alleged cannula was not provided. The patient returned 3 unused cannulas with lots 1271526, 1240520, and 1240748. The returned product meets specifications.